Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the leading haptic extended which lead to rupture of the posterior capsule. Additional information was requested. There are two medical device reports associated with this complaint. This report is 2 of 2.

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11.. The product was not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Viscoelastic was not provided. It is unknown if a qualified product was used.the product investigation could not identify a root cause for the reported complaint. Straight leading haptics are not a product malfunction. The IFU instructs: insert the tip of the cartridge through the incision. Position the tip at the anterior capsule opening. If the leading haptic is looped or straight in front of the optic, rotate the nozzle clockwise as needed to be bevel left to facilitate placement of the leading haptic into its normal orientation in the bag. Slowly advance the lens until the optic is exiting the nozzle. Rotate the cartridge counter-clockwise towards bevel right as needed to place the lens anterior side up.this is an acceptable position per the diagrams provided in the IFU. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the acrysof¿ iq iol with the ultrasert¿ preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Not enough information was provided from the account for further investigation. A straight leading haptic may occur: ¿ due to the normal folding variations as indicated the IFU diagrams. ¿ if the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. ¿ if the ovd fill rate is too fast the folding effect on the leading haptic is minimized. ¿ if there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. Due diligence has been performed in an attempt to obtain further information on this event. The reporter was not able to provide any further information to the request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.